Event description:
It was reported while giving the patient a PICC placement at 14:30 on 28.4.2024, the nurse practitioner discovered that the central venous catheter had ruptured and was unusable and immediately gave a replacement catheter. This caused a delay in treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation showed some light blood use residues inside the returned catheter. A longitudinally aligned split was observed between the 46 cm and 47 cm depth markings. A small split was observed circumferentially opposite of the split between the 46 cm and 47 cm depth markings. A microscopic observation revealed the outside of the split edges to curve inward. The fracture surface appeared granular. It was observed that sharp fracture edges formed at the split site. Upon cutting open the catheter longitudinally, it was found that the split appeared slightly longer on the inside surface of the catheter than the outside surface. The damage observed along the catheter is indicative of damage caused by the stylet sliding against the inside of the catheter. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported while giving the patient a PICC placement at 14:30 on (B)(6) 2024, the nurse practitioner discovered that the central venous catheter had ruptured and was unusable and immediately gave a replacement catheter. This caused a delay in treatment. No other information was provided.